Event description:
Pt was undergoing trial implantation of deep brain stimulation lead for off-label use, with placement of the lead in periaquaductal gray for pain control. Pt did not receive parasthesia upon initial placement of the lead, and stated he had feelings of warmth and nausea. Th physician repositioned the lead, and the pt began having seizures. The pt was treated with intravenous dilantin, but did not respond to voice commands and appeared to have paresis on the right side. The procedure was aborted, and the pt was sent for computerized axial tomography scan, the results of which are unknown. The pt was discharged the following day with all functions restored.